Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a wavelet detection. (B)(4).

Event description:
It was reported that the patient presented to the emergency room via ambulance after receiving anti-tachycardia pacing and shocks from their implantable cardioverter defibrillator (ICD). The patient was non symptomatic and it was determined that the shocks were inappropriate. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.